Event description:
An endeavor sprint rapid change (rx) drug-eluting coronary stent delivery system length 24mm, diameter 3.5mm was used to treat a severely calcified lesion in a pt. It was reported that the stent dislodged during the procedure. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. It was reported that the lesion was pre-dilated numerous times. The physician encountered resistance and attempted numerous times to advance the stent across the lesion. It was reported that the stent came off the delivery system at the most proximal end of the lesion on withdrawal of the stent delivery catheter. It was reported that the stent was successfully removed from the pt with a snare device. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
(B) (4). Eval, results: (severely calcified vessel), (dislodgement). Conclusion: (severely calcified vessel). Device eval: on review of the returned device the distal tip was flared. Crimp bake impressions were evident along the working length of the balloon. The balloon folds towards the proximal end of the balloon were slightly opened. The severely stretched and deformed stent was returned attached to the snare device.